Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/12/2021. During the procedure, the physician performed a second transseptal puncture using fluoroscopy and ultrasound. Also reported, the physician requested that a mobicath sheath be opened in order to "compare with the carto vizigo¿ 8.5f bi-directional guiding sheath - medium," as this was the physicians¿ second time use of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium (he¿s a mobicath user). Physician indicated that vizigo had a step at the transition between the sheath and the dilator and it may have to do with the patient¿s adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On(B)(6)2020 , the product investigation was completed. Summary: it was reported that a male patient underwent afib - persistent ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath - medium and suffered cardiac tamponade requiring pericardiocentesis. During the second transseptal, the patient suffered a perforation and pericardial effusion. A single carto vizigo¿ 8.5f bi-directional guiding sheath - medium was in the patient at the time of the perforation. The patient became hypotensive and the effusion was diagnosed using intracardiac echo. The procedure was stopped, a pericardiocentesis performed removing approximately 100 cc of fluid from around the patient's heart. The patient stabilized and was believed by the caller to be transferred to the intensive care unit (ICU). Device evaluation details: the device was visually inspected and it was found in good condition. The magnetic, and electrical features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 00001230 number, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The catheter passed specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000707350.

Manufacturer narrative:
In the 3500a follow-up #1 report, it was reported that the product was received on (B)(6).2020. The analysis had begun but it was not completed at that time. After further device evaluation on (B)(6)2020 on the product received, the lot # of 00001230 was retrieved. The product for this lot # was d138501 which differs from the product originally reported of d138502. Therefore, clarification was requested on this discrepancy. A response was received on (B)(6) 2020 clarifying that the product received was the correct product for this complaint. Therefore, the following fields were processed: d1. Brand name from ¿carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium¿ to ¿carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small¿ d4. Lot from unknown to ¿00001230¿ d4. Catalog from ¿d138502¿ to ¿d138501¿ d4. Expiration date from unknown to ¿11/18/2020¿ h4. Device manufacture date unknown to ¿11/19/2019¿ d4. Unique identifier( UDI) from ¿(B)(4).¿ to ¿(B)(4)" on july 8, 2020, additional information was received on the event. There was no failure with the mobicath smc guiding sheath and no physical or programming problems with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. They wanted to check to see if there was something different they needed to adjust for changing from mobicath smc guiding sheath to carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The mobicath smc guiding sheath was not used in the patient. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent afib - persistent ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath - medium and suffered cardiac tamponade requiring pericardiocentesis. During the second transseptal, the patient suffered a perforation and pericardial effusion. A single carto vizigo¿ 8.5f bi-directional guiding sheath - medium was in the patient at the time of the perforation. The patient became hypotensive and the effusion was diagnosed using intracardiac echo. The procedure was stopped, a pericardiocentesis performed removing approximately 100 cc of fluid from around the patient's heart. The patient stabilized and was believed by the caller to be transferred to the intensive care unit (ICU). Also reported, the physician requested that a mobicath sheath be opened in order to "compare with the carto vizigo¿ 8.5f bi-directional guiding sheath - medium," as this was the physicians¿ first use of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The mobicath sheath was not used in the patient. The physician¿s opinion is that the cause of the event may be product malfunction. The physician wanted to open the mobicath sheath for comparison. He noticed multiple differences and is in contact with biosense webster, inc. Research team for further information. They also think that procedure and patient condition may be the cause of the event, since the patient had a ¿floppy¿ septum. Prior to noting the effusion, no ablation was performed. There were no error messages observed on biosense webster, inc. Equipment during the procedure. The patient¿s condition required extended hospitalization because of the adverse event. The patient¿s condition is fully recovered.